Manufacturer narrative:
The cartridge was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There are no other complaints in the lot. No other information expected. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the cartridge was faulty and caused impact to the wound. The incision had to be extended to use back up product. No further information was provided.